Manufacturer narrative:
The exams selected for the procedure were evaluated by medtronic personnel. The representative found that the vessels closest to the surface were imprecise though the skull base were all correct. The shift of anatomy was visible when comparing the computed tomography (CT) to the magnetic resonance imaging (mr) image.

Event description:
A medtronic representative reported that, while in an electrode and probe placement, an imprecision occurred when using the automerge feature. The reported imprecision was found to be between 5-8mm on the computed tomography (CT). There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Upon further follow-up with the medtronic representative, it was reported that this was a seeg procedure with a planning station and with the navigation system for deep brain stimulation (dbs). The inaccuracy was detected at the time that the patient's computed tomography (CT) with localizer was loaded onto the planning station before surgery had begun. At this point the neurologist saw the discrepancy between the CT and magnetic resonance imaging (MRI) and made the decision to be guided by the CT as it was more recent and in his opinion more reliable than MRI. The seeg electrodes were placed accuracy, confirmed again by a post-operative MRI scan. Patient is doing well. No delay to anaesthetic time due to the issue. The neurologist thinks the issue may be due to the new MRI scanner at the hospital and different scan sequences. MRI merge is accurate in most areas of the brain which means the error in some areas may be due to distortion. The reported inaccuracy amount was the inaccuracy in the worst affected region. Much of the rest of the brain was accurate. As mentioned, the team decided to rely upon the CT and decided that the MRI was the source of the inaccuracy. Correction: most of the gross inaccuracies were anterior and superficial. This was inadvertently left off initial MDR. Correction: device manufacturing date now provided. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. The software investigation found for pat01, the engineer reviewing the exams noted a mis-registration between a CT with 281 slices and mr with 176 slices. Using manual registration to correct the placement of the exams and then automatic registration created a successful merge. Insufficient information, unable to fully reproduce issue.